Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (site unspecified) while wearing the device between 5 and 24 hours. The patient reported the infusion site to have a lump, redness, and irritation. The patient sought medical attention on (B)(6) 2025 with (B)(6) and was diagnosed with an infection at the infusion site. They were prescribed an unspecified antibiotic salve. The patient successfully applied a new pod. As of the time of the call the patient could still see a mark where this infection had occurred months before.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Manufacturer narrative:
Additional information was received on 06-nov-2025. Section b5 was updated accordingly.

Event description:
Follow up information was received on 06-nov-2025. It was clarified treatment provided had been antibiotic salve baneocin: 3-4 times daily for at least 1 week. The pod was discarded.